Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: dtba2qq, serial# (B)(4), implanted: (B)(6) 2014. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, r-wave amplitude is generally below 6millivolts, with spikes to around 14millivolts during (B)(6) 2014, (B)(6) and (B)(6) 2015; since (B)(6) 2015 amplitude has been below 4millivolts. (B)(4).

Event description:
It was reported that during use there were low r-wave amplitude measurements and high left ventricular (lv) lead thresholds, and no capture noted. Lv lead output settings were adjusted and lv lead revision and/or replacement was provided as input and the rv lead remains in use. No patient complications have been reported as a result of this event.